Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii was implanted on (B)(6) 2017. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; painful intercourse; psychiatric injury surgical interventions: on (B)(6) 2021 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: removal of uterine polyp and uterine fibroids. Nonsurgical treatments: on (B)(6) 2021 the patient commenced other (please specify) for the treatment of: reduce thickness of uterine wall caused by polyp and fibroids. Treatment duration: 7 weeks.